Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after waking, with glucose rising above target and peaking at 255 mg/dl despite the ilet indicating insulin delivery and no device alerts, occlusions, or infusion set issues; the user noted an absence of the usual infusion sensation, and a site change to a new location was performed, followed by continued elevated readings until later improvement. Symptoms included hyperglycemia without ketosis symptoms, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no backup insulin use, no hospitalization, and eventual return to range. Investigation included guided troubleshooting, infusion site change, review of system alerts, verification of insulin delivery status, and user education. Investigation of this case revealed no device malfunction or alarm condition and no identifiable infusion set failure, with performance consistent with insulin delivery but with unclear glycemic response. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.